Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery and the load sequence. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.